Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer's blood glucose (bg) level was not impacted due to the battery issue. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available. In addition, the customer¿s (bg) level was 61 (mg/dl) the day of the report. Reportedly, the customer over-bolused for the first meal and had not eaten for the rest of the day. Juice and food were consumed to address bg level.